Manufacturer narrative:
(B)(6) . The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a mid urethral sling placement procedure performed on unknown date. According to the complainant, on (B)(6) 2018, the mesh was exposed through the vaginal skin and the patient experienced pain during intercourse. The patient was reported to be undergoing a surgery for excision of the exposed mesh under local anesthesia. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.